Event description:
Patient was revised to address pain, poly wear and a malpositioned cup.

Manufacturer narrative:
Patient was revised to address pain, poly wear and a malpositioned cup. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral head product/lot code, no other reports against the liner, and was not possible against the acetabular cup/locking ring as the necessary product lot code combinations were not provided. Review of the femoral head device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.